Event description:
It was reported that the patient experienced hypoglycemia after announcing a breakfast meal while blood glucose was already low, with a nadir of 50 mg/dl and approximately one hour spent below 70 mg/dl; current blood glucose later returned to range. Symptoms included no loss of consciousness or other acute complications. Outcomes included self-management without medical intervention, use of oral glucose tablets, and no alerts or alarms reported from the device. Investigation included troubleshooting and user education regarding avoiding meal announcements during low glucose. Investigation of this case revealed no device malfunction and a probable user-related contribution, as the meal announcement occurred during an ongoing low glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.